Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/patient circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, when the customer tried to plug in the ebus scope with adapter a snowy screen was observed on the evis exera iii video system center. There were no error messages noted and the issue was found prior to starting the unspecified procedure. There was no delay in the procedure noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and inspection. The customer¿s allegation of a snowy image was confirmed due to faulty patient board set. Additional finding found a worn-out video connector latch causing poor connection with pigtails. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.